Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored false atrial tachy response (atr) episodes due to farfield signal oversensing. The patient's underlying rhythm was observed, and there was no indication of pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.